Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in a moderately tortuous, non-calcified first diagonal branch. The 2.5 x 15mm nc quantum apex monorail balloon catheter was advanced through a previously placed stent in the proximal left anterior descending to the first diagonal target lesion. Upon inflation, the balloon ruptured at 14 atms. The procedure was successfully completed with another device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the first diagonal branch was 90% stenosed. The 2.5 x 15mm nc quantum apex monorail balloon catheter ruptured on the first inflation.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).